Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: three curved openings, wear abrasion and flat creases. A leak test was performed which identified openings. A microscopic analysis was performed which identify: one crack opening, one opening sharp and one opening striated. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. One sharp opening assessed as unidentified (tear) opening. One opening striated assessed as surgical damage.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.